Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed an unexpected pump reboot. The battery compartment and retuned battery cap were undamaged and the battery cap was able to fit securely. The battery cap was fastened and unscrewed ½ a turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The product performed within specifications and the ¿no power ¿complaint was unable to be duplicated during investigation. The pumps cover was removed and there was no intermittent condition found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.